Event description:
It was reported that on (B)(6) 2008, the patient underwent a xience v stenting procedure in the mid left anterior descending artery with overlapping 2.75 x 28 mm and 2.75 x 8 mm stents. On (B)(6) 2012, the patient underwent an outpatient heart catheterization and a (B)(4) study which revealed ischemia and a 90% stenosis in the right coronary artery, non-target vessel. On (B)(6) 2012, the patient was hospitalized and underwent percutaneous coronary revascularization in the right coronary artery, non-target vessel with one 3.5 x 28 mm promus stent which reduced the 90% stenosis to 0%. During the procedure and directly after the procedure, the patient experienced electrocardiogram changes and chest discomfort. Cardiac enzymes markers indicated st-elevation myocardial infarction. The patient was to continue taking aspirin and was restarted on plavix. The patient was discharged on (B)(6) 2012. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. There were no reported product deficiencies. The reported patient effects of angina and myocardial infarction are listed in the promus everolimus eluting coronary stent system instructions for use as known adverse events. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, can not be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.